Manufacturer narrative:
(B)(4). Through follow up with the healthcare provider, it was learned that the reason for reoperation was due to bioprosthetic aortic valve stenosis. The patient underwent successful tavr within the existing edwards valve (valve-in-valve). Tee at the end showed an excellently placed valve. The patient was transferred to the open heart unit and stable condition and was subsequently discharged on pod #6. Many factors can contribute to the onset of stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the patient's medical history includes acute respiratory insufficiency, morbid obesity with a body mass index of (B)(6), acute on chronic diastolic congestive heart failure, chronic kidney disease (stage 3, atrial fibrillation, tachycardia, coronary artery disease, aortic stenosis, hyperlipidemia, pulmonary hypertension, and history of tobacco abuse. Unfortunately, the root cause of this event cannot be confirmed without the subject device (remains implanted); however, it appears that the patient's multiple comorbidities likely contributed to the patient's stenotic valve. There have not been any allegations of a quality deficiency related to the edwards valve. The device history record was reviewed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the subject valve. The device was replaced with another edwards valve. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the patient underwent transcatheter aortic valve replacement within an existing bioprosthetic valve using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately 8 years. The reason for reoperation is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the subject valve.